Event description:
The physician reported that the inserted balloon failed to inflate properly to 8mm when pressure of 6 atm was applied. The balloon is rated for a maximum pressure of 11 atm with the medium rate of 8 atm. The device was removed intact and no patient harm occurred from this event. A second balloon was used to complete the procedure.